Manufacturer narrative:
(B)(4) initial report. Additional information, including confirmation of the lot codes, patient weight, activity level and medical history, post primary and pre revision x-rays, operative notes (primary and revision), whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, what the patient was doing at the time of the dislocation and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon confirmation of the lot codes, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the head and liner after approximatively 9 years and 8 months due to dislocation. Note: the trinity liner 321.04.436 is not cleared in the USA.

Manufacturer narrative:
Per comp - (B)(4) final report. Additional information, including confirmation of the lot codes, patient weight, activity level and medical history, post primary and pre revision x-rays, operative notes (primary and revision), whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, what the patient was doing at the time of the dislocation and an update on the patient post revision has been requested in order to progress with the investigation of this event. However, the reporter did not communicate any information. The appropriate device details of the head were provided and the relevant device manufacturing record has been identified and reviewed. All parts associated with this record conformed to material and dimensional specification at the time of manufacture. Patient stickers are not available for old 2015 surgeries, unfortunately it is not possible to confirm the lot code of the liner. Based on the available information, the root cause of the reported dislocation could not be determined and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the head and liner after approximatively 9 years and 8 months due to dislocation. Note: the trinity liner 321.04.436 is not cleared in the USA.